Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. This evaluation included visual inspection and dimensional testing of the device. The device was determined to meet visual and dimensional performance specification requirements. Upon conclusion of the investigation, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
During the analysis of a returned minicap, the minicap experienced a leak. The leak occurred through a crack observed on the minicap. There was no patient involvement. No additional information is available.